Manufacturer narrative:
ID ¿ case number also reported as (B)(6). Date of event is an unknown date in 2018. This report is for an unknown dhs lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery to remove a dynamic hip screw (dhs) plate standard barrel due to a broken dhs lag screw. Fragments from the broken device were easily removed. The plate and screw were originally implanted on (B)(6) 2018. Dhs plate and lag screw were removed and replaced successfully. An unknown surgical delay was reported. Patient outcome is unknown. Concomitant devices: dhs plate standard barrel (part: 281.140, lot: l667375, quantity: 1). This report is for an unknown dhs lag screw. This is report 1 of 1 for (B)(4).